Event description:
A patient reported blood glucose results of "13.0 mmol/l and 18.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.